Event description:
Event: (cc# 98-00912) the iab was inserted into the patient on 6/21/98. On 6/25/98, the "blood detect iab" alarm sounded from the pump. The pump was shut off and the patient was made a dnr. The patient went on to expire. It was unknown if the event contributed to the death. On 7/28/98, datascope received the mandatory medwatch form from the user-facility; uf/dist report number: 1000070000-1998-0001 and the following information was reported: after iabp for 81.5 hours, the "blood detected in iab" alarm sounded from the pump. Dried powdered blood particles were noted in the extra corporal tubing of the intra-aortic balloon catheter indicatiive of a leak. Balloon pumping was halted and the physician was notified. The patient was placed on dnr status. The family did not wish withdrawal of life support equipment. Within 25 minutes, the patient expired. Datascope was notified that the facility would not release the iab at this time. On 8/11/98, datascope was informed by the user facility that the correct user facility/distributor report number is 1000070000-1998-0002. On 8/21/98, datascope was notified that the iab would be returned for evaluation. [Event complications]: unknown - reported 7/24/98; patient death - reported 7/28/98. [Patient's current status]: expired - rpt'd 7/24/98.